Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated there has been a 30 ¿ 50 mg/dl point difference between her cgm and bg values. Prior to her report to tech support, she stated her cgm was 144 mg/dl; but her bg was 56 mg/dl. The patient has been a diabetic for 44 years and on occasion her glucose will drop suddenly without symptoms. On (B)(6) 2021, her cgm displayed 156 mg/dl and approximately 10 minutes later, her glucose decreased, and she passed out. Emergency medical services (ems) was called; when ems arrived, her cgm displayed 70 mg/dl but her finger stick bg was 30 mg/dl. She was treated with IV glucose, recovered, and declined transportation to the hospital. It was not confirmed who called the paramedics. During the time of the report, the patient was in stable condition and performed a finger stick bg which was 153 mg/dl; however, her cgm displayed 193 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.